Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011. A review of the device history record has been completed. No deviations or non-conformances noted. A review of sterilization and seal strength records did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed and seal strength test results were found to be acceptable. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, nipple discharge, and capsular contracture, baker grade IV. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported experiencing "nipple discharge (fluid)", side not specified. Patient additionally reported having been treated for a left breast infection. Healthcare professional reported left side capsular contracture baker grade IV and "patient¿s concern with the product." Device was explanted.

Event description:
Patient reported experiencing "nipple discharge (fluid)", side not specified. Patient additionally reported having been treated for a left breast infection. Healthcare professional reported left side capsular contracture baker grade IV and "patient¿s concern with the product." Device was explanted.